Event description:
It was reported, that the patient later presented to the hospital in ventricular tachycardia (vt). Several shocks were delivered. However, did not convert the rhythm. While in the hospital, the patient was in and out of vt and required external rescue. And was admitted to the intensive care unit. Upon interrogation of the device with a programmer, it was noted, that the recorded a shock lead shorted message. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. And the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient will be seen for an in clinic follow up on an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. It was noted the patient received therapy a few months ago and the shock impedance was in an acceptable range. Boston scientific technical services (ts) discussed increasing the shock impedance alert limit. The physician plans to increase the shock impedance alert limit the next time the patient is scheduled for a routine in clinic follow up and monitoring will be continued. No adverse patient effects were reported.